Manufacturer narrative:
Analysis conclusion: a system explant due to infection was reported to abbott. The location of the infection site was not conveyed, and no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of all implanted devices. Based on the documents reviewed, the source of the infection could not be conclusively determined.

Event description:
Reference MFR. Report # 1627487-2019-06983; reference MFR. Report # 3006705815-2019-02229; reference MFR. Report # 3006705815-2019-02230; reference MFR. Report # 1627487-2019-06985. It was reported that patient's entire system was explanted on (B)(6) 2019 due to infection. The infection has resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Reference MFR. Report # 1627487-2019-06983, reference MFR. Report # 3006705815-2019-02229, reference MFR. Report # 3006705815-2019-02230, reference MFR. Report # 1627487-2019-06985. It was reported that patient's device is being explanted due to infection. No further information was available at this time.